Event description:
Manufacturer received a report of a pt falling while using a walker. As a result, the user re-injured his back. The user has given the walker to an attorney and will not permit evaluation by the manufacturer.